Event description:
It was reported that an intraocular lens (iol) was mangled in the delivery system. There was no patient contact with the device. The procedure was completed using a different iol. No other information was provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed no additional complaints from this po has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new information provided, that came in with receipt of product return. Date of event: (B)(6) 2022. Surgeon name is dr. (B)(6). Fields below updated. Section b3: date of event: (B)(6) 2022, section e1: first and last name of complaint reporter? Dr. (B)(6). Section d9: device available for evaluation? Yes. Returned to manufacturer on: dec. 9, 2022. Section h3: device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed, that the complaint lens was received inside of the original handpiece. And that the lens was overridden by the plunger rod. The lens deformed the cartridge around it. The handpiece assembly was inspected, no issues that could cause or contribute to the observed, issues were identified. The lens was removed from the cartridge and cleaned revealing, that it was bunched up from being overridden and would not unfold. The complaint issue "dc-lens damaged" was observed, during product evaluation. However, based on the complaint investigation results the complaint issue could not be confirmed, to be related to the manufacturing or design process. The additional observed issues, during the product evaluation could not be confirmed, to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.